Manufacturer narrative:
Follow-up #1: date of submission 03/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the keypad cover was found to be peeling at the ok button. The ok button was found to have an intermittent response. The up arrow, down arrow, and contrast buttons responded properly. The keypad cover was removed and contamination was found under all of the key contacts. Unrelated to the complaint, evaluation revealed a crack along the battery compartment threads and a dim, discolored display screen.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.